Event description:
Received report stating a pt came to store in feb. 2003. The pt was wearing a different brand of contact lenses at that time. The pt was found to have corneal staining and also signs of old contact lens peripheral ulcers. The pt was fit with a different lens and one month later the pt again had "a lot of staining." The pt was fit with 1-day acuvue lenses at that time. In 2003 the pt returned and was found to have corneal infiltrates. The pt was instructed to use the lenses as little as possible and was sent to eye clinic. When the pt was seen at the eye clinic, pt was reported to have had "more problems" and was sent to be hospitalized for "keratitis."